Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage was observed suggesting a further pad-pak was installed. On the final date of the history log on the (B)(6) 2015 the device recorded two random manual power ups both under two minutes duration. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.